Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper of a bd plastipak¿ 50ml concentric luer lock syringe was defective, and the safety lock was missing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two sealed 50 ml ll samples of lot number 1711247 were received by our quality team for investigation. Upon visual inspection of the samples received, on one of the samples, the stopper is incorrectly assembled, it is distorted against barrel wall and with the other sample no defect can be observed. The defective sample was disassembled with no damage or molding defect observed in the plunger rod that could have caused this defect. This defect was caused because the plunger-stopper was not correctly aligned to the barrel at the moment of assembly. There is a photo-cell in the assembly station to detect misassembled or missing stoppers. DHR of lot 1711247 has been reviewed not finding any annotation or deviation regarding the alleged defect. The manufacturing record established that all production and quality processes were carried out normally. Although no issues were identified we can confirm that the root cause of the non-conformance is related with a misalignment of the plunger-stopper-barrel in the assembly station and this incident has been reported to the appropriate personnel. Based on severity and occurrence not formal CAPA is required according to internal procedure.